Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear due to buttons not responding. Customer's blood glucose was 82 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump gave a button error alarm, and had no button response due to corroded keypad traces. The pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.